Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. It was noted that the terminal segment was severed 38.2 centimeters (cm) from terminal pin. The third segment was extremely stretched in coils and insulation torn. The tip section of lead was missing and the cathode coils was fractured. Suture footprints showed suture sleeve was tied-down approximately 44.4-46.4 centimeters (cm) from terminal pin. There was a bend in polyurethane insulation approximately 46.5 centimeters (cm) from terminal pin. However, the anode coils were intact. Laboratory analysis was able to confirm the reported allegation.

Event description:
Boston scientific received information that during coronary sinus (cs) lead extraction, the inner wire of this left ventricular (lv) lead started uncoiling however, during final fluoroscopy, a small fragment of the lead was visualized in the left upper lung. It was determined that the fragment had come from the fractured lead and then migrated to the pulmonary artery then distally into the left lung. Additional information indicated that the patient was scheduled for a lead extraction due to infection. The infection was also treated with antibiotics. The lead was explanted. No additional adverse patient effects were reported.